Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Eval summary - no devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. The device history records for the femoral component were reviewed, indicating the device was manufactured, inspected, and packaged to spec. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem.